Event description:
When the defibrillator was turned on and with the sealed pads package attached, the defib displayed artifact instead of the usual flat line. Subsequently, the defib initiated a charge up sequence. The user then shut off the defib and attached a different set of pads. Another attempt to test the defib was performed, and this time all systems operated normally.